Event description:
Initial info was received from a physician by phone in 2003: a pt who had been treated with hyalgan (sodium hyaluronate) experienced "angioedema". Sodium hyaluronate, five injections ia given at weekly intervals was initiated for osteoarthritis of the knee in 2003. The event began a few days after the fourth injection following month. The pt experienced angioedema. Their face became round and swollen and the swelling caused their teeth to hurt. At the time of this report they had completed the five injection series and the swelling had not gone down. The pt did not receive treatment for angioedema. The physician called to determine whether or not there were other reports of angioedema subsequent to the use of hyalgan. The lot number was not available. More info was requested from the physician and will be provided when available. Corrective treatment: none